Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indications for use were other and movement disorders. The patient reported that in (B)(6) 2016 they discovered that the catheter was blocked so a revision was done (B)(6) 2016. No patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.